Event description:
It was reported that the pt complained of abdominal pain and the pump registered a helium leak. The balloon pressure was noted to be abnormal and there was no augmentation. The iab was removed after being indwelling for 160 hrs. The pt had developed pancreatitis, but suffered no other complications. Examination of the iab found that the balloon had ruptured.